Event description:
The facility reported a colleague infusion pump with a malfunction of battery problems, the battery date was reset and amp hours was 0.00. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the medical/surgery unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "battery problems ....battery date was reset and amp hrs is 0.00" was confirmed during product evaluation. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.